Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip of the needle broke in the shoulder of the patient when the healthcare professional was trying to pass the suture through. The tip of the middle was recovered. There were no reported patient injuries. No other complications were noted.